Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Initial reporter - ni. (B)(6). Concomitant medical products: 11-163679 28 mm m2a hi carbon hd +3 mm nk 902340, 15-105011 m2a tpr hi carbon 37/28 mm lnr 841770, 103531 ti low profile screw 6.5 x 20 mm 845130, 103531 ti low profile screw 6.5 x 20 mm 845150, 10-104050 m2a-t m/h rad 2hl shl 37/50 mm 587360, x11-180440 bi metric/xr lat rpp c/l 10 mm 607080. Reported event was confirmed by review of x-rays provided. Dedicated images 9 years after primary operation of the right hip confirms a zone of lucency surrounding the acetabular screws. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s right hip was revised approximately 10 years post-implantation due to pain and evidence of a pseudotumor.